Event description:
It was reported that a stuck guidewire occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pulsed field ablation catheter was selected for use. While the physician tried to wire the right superior pulmonary vein (rspv), the physician could not move the guidewire forward or back. The physician tried moving the catheter to another location and undeploying the basket, however, this troubleshooting was unsuccessful. The catheter and wire were removed from the patient and replaced. Tissue was seen at the tip of the catheter/guidewire after removal of the device. The procedure was completed without patient complications. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that a stuck guidewire occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pulsed field ablation catheter was selected for use. While the physician tried to wire the right superior pulmonary vein (rspv), the physician could not move the guidewire forward or back. The physician tried moving the catheter to another location and undeploying the basket, however, this troubleshooting was unsuccessful. The catheter and wire were removed from the patient and replaced. Tissue was seen at the tip of the catheter/guidewire after removal of the device. The procedure was completed without patient complications. The device has been received at boston scientific's post market laboratory.

Manufacturer narrative:
Device evaluated by MFR.: upon device return and inspection, it was observed that the catheter was returned with the stuck guidewire still inserted. Some tissue was visibly stuck between the guidewire and guidewire lumen at the tip of the spline cage, preventing the movement of the guidewire. Deployment of the catheter was successful. The reported event of a stuck guidewire was confirmed.